Manufacturer narrative:
A review of the instrument files provided, indicate that the sensor responses were atypical at the time the discordant results were reported. Additionally the data from the second fluid detector on rp500 36148 indicated that the sample was contaminated with room air. The measurement cartridges were not available for return.

Manufacturer narrative:
Siemens is in the process of evaluating this event. The root cause for this event is unknown.

Event description:
Customer reported discordant results on multiple parameters. There was no report of injury due to this event.